Manufacturer narrative:
The event took place on february 16, 2025 between 12:53 and 18:45 in bed (B)(4). During the investigation, a technical and clinical analysis of the log data provided was performed. The findings are below. The investigation found that on (B)(6) 2025 at 22:09:13, the patient was admitted. From admission to on (B)(6) 2025 2:06:35 (3 hours 57 min 22 seconds), there was either no ECG alarming possible or no physiological monitoring at all possible for a total of 1 hour 34 min and 18 seconds, due to: ECG leads off, leadset unplugged, no data tele conditions. During this period of time there were also la [left arm] lead off inops which limits arrhythmia analysis to just one lead for a total of 27 minutes and 33 seconds. Analysis and alarms occurred between on (B)(6) 2025 2:06:35 and on (B)(6) 2025 12:51:53 (10 hours 45 minutes 16 seconds). Starting on (B)(6) 2025 12:51:53 until on (B)(6) 2025 18:45:54 (5 hours 54 minutes and 1 second), there was either no ECG alarming possible or no physiological monitoring at all possible for a total of 3 minutes and 52 seconds, due to: ECG leads off, leadset unplugged (3 minutes 49 second event ¿ this leads to an arrythmia relearn) conditions. Following these events, there were la lead off inops which limits arrhythmia analysis to just one lead for a total of 1 hour 51 minutes and 48 seconds. The la lead off inop was corrected at 15:57 and monitoring with all available ECG leads continued until the v lead off alarm generated at 18:45:46. Starting on (B)(6) 2025 18:51:08, there was a 2 hour 20 minutes and 28 seconds ECG leads off condition (no ECG alarming possible). The ECG leads off ended due to no data tele at 21:11:15 and then the patient was transferred to a different room at 21:18 on (B)(6) 2025. They would have had a ¿?¿ in the sector for hr with a flat waveform while the ECG leads off was present. Once the device lost connection to the pic ix, there is no ¿?¿. The sector is just blank. The investigation found that there was either no ECG alarming possible, no physiological monitoring at all possible, or limited monitoring due to ongoing ECG lead off issues during the reported period of time. From the audit log, ECG monitoring was available from 15:57 when the la lead off ended until!! ECG leads off generated at 18:50:58. This alarm sounded until it was acknowledged at 19:07:58 and continued to remind every three minutes until 21:08:44. This alarm was acknowledged again at 19:42:01. The reported problem is not confirmed. Based on this information, there does not appear to be any device malfunction; however, a combination of use error, alarm management, and clinical workflow during use of the device may have been factors in the patient's outcome.

Event description:
It was reported alarms were not generated for an incident with a telemetry patient who passed away. The telemetry patient was checked by the incoming nurse as the central station was displaying a question mark in the patient sector and found unresponsive with no pulse. CPR was initiated. The staff was not sure what happened but it was determined the patient's telemetry device was never assigned at the central station; however, this was not the case, and the patient was admitted. The customer indicated the patient passed away due to unknown causes a few days later. The audit logs revealed alarms had been generated and acknowledged.